Event description:
It was reported that, immediately after connection of the fiber, the fiber broke and the debris shield burnt out. The fiber and the debris shield were replaced to complete the procedure. There were no patient complications. This complaint refers to the fiber breakage.